Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-01524. It was reported that a balloon perforation occurred outside the patient. A 6.0 mm x 100 mm 80 cm ranger balloon catheter was selected for use. The device was removed from the package and an introducer was used to push off the balloon protector. The balloon was flushed through the guidewire port and attempted to backload onto a 300 cm v-18 control wire. The wire was wet using wet gauze. A bit of pressure was used by the physician to backload onto the wire as there seemed to be an issue with the wire going through the guidewire lumen. The wire then perforated the balloon catheter, going in the tip and coming out the side of the catheter just after the balloon and introducer. This was outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status is good.